Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that the tensioning suture of a tightrope w fibertape broke. No further information received. 18-oct-2022 update (B)(6): further information were provided that during an acl reconstruction where arthrex ar-1588rt-ib was used for graft fixation at the side of femur. The graft fixation with this implant went well for initial fixation, then the tibial graft fixation with abs button was done and at this stage surgeon get back to femur to do additional tension of the graft by tentioning the white sutures that shortens the loop little more. Then one of sutures brake off and surgeon does not know at what level. The graft stability was checked at once and it was good so the implant was not changed. The stability of graft remains unclear as this can be identify only when patient gets back to regular activities/sports.